Event description:
It was observed that during the device evaluation that there no power output due to broken circuit board (pkrf board) of the generator. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause for the power output being sufficient was due to the printed circuit board (pkrf board) being broken. The ID and thermistor checks failed due to the aux board being faulty. A device history review revealed found no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.